Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion below the bifurcation in the circumflex artery with moderate tortuosity, heavy calcification and 99% stenosis. A guide wire was advanced to the target lesion. A 1.2x8mm rx mini trek balloon dilatation catheter (bdc) was advanced with some resistance with the calcified lesion. The balloon was then intended to be inflated; however, the balloon did not inflate completely. The bdc was simply removed from the anatomy and once outside of the patient the proximal shaft kinked. The bdc was intended to be straightened and the shaft separated. Reportedly, the device was soaked prior to use and air aspiration was performed in the anatomy. A 1.3x10mm non-abbott bdc was used to complete the procedure after stenting of a non-abbott stent. There was no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation and kink was confirmed. The reported inflation difficulty could not be tested/confirmed due to the condition of the returned device. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough ns hypercoat, guide catheter: launcher 6f ebu3.5. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.